Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that the video processor (vp) was not connecting. Caller was calling to see if they could try hookup a blue fiber cable instead of the grey fiber cable. Caller stated even when they have the blue fiber cable connected from the core fiber port to the vp the issue remains. Technical support engineer (tse) recommended checking all cable connections on the back of the vp, the vp breaker switch, and verifying the power cord from the vp to the power strip were fully seated and the issue could not be resolved. The procedure outcome is unknown. There was no patient involvement with the issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the video processor (vp) to resolve the reported issue of vp self-test still running message at startup. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 31243 was present on the video processor (vp) and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and the report problem was not replicated. In artemis, error 31243 was found to indicate the failure occurred in the field. Visual inspection, air filter is dirty. The vp was installed in the golden system, where the component functioned as expected. The golden system was set to run 10 power cycle and sitting idle for one hour. Once testing was completed, the system error logs was inspected, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. The vp was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned vp revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.